Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, damage to surrounding bone and tissue, inflammation, metal poisoning, and metallosis. A review of invoice history confirmed both surgery dates and that the modular head, femoral stem and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01749 / 01751).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, damage to surrounding bone and tissue, inflammation, metal poisoning, and metallosis. A review of invoice history confirmed both surgery dates and that the modular head, femoral stem and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2013 right hip revision operative report noted the revision was due to evidence of a pseudotumor and elevated metal ion levels and noted the presence of fluid. Operative report further noted that the stem was removed and replaced due to instability of the hip.